Manufacturer narrative:
A ge rep evaluated the system and repaired the power cord connection. System operates as intended.

Event description:
The customer reported the system keeps shutting down, suspects faulty power cord. No pt injury was reported.